Event description:
The reported product code may have contributed to this pt's line infection. Reportedly, pt began home infusion therapy in 2003 with a dual-lumen broviac catheter and continued nursing care. Reporting facility states caps are routinely changed every 7 days. Pt required intravenous antibiotic therapy (levofloxacin, vancomycin, zosyn, nad tobramycin of unk manufacturer, dosage, frequency, and duration) and was readmitted to hospital for treatment. In addition, the broviac catheter was removed and PICC placed 2 months later. It was reported that infection eventually resolved with no sequelae.